Event description:
Device 2 of 2. Reference MFR report #: 1627487-2013-05927. It was reported the pt is experiencing a stabbing sensation/pain at the ipg site whether stimulation is on or off. The pt is also experiencing discomfort at the lead site due to it possibly being superficial. The pt plans to meet and discuss the issues with her doctor.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.